Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2330 alarm that occurred on the homechoice (hc) unit. This event occurred during use but the patient was not connected. The technical service representative (tsr) assisted the home patient (hp) to recycle the machine error has cleared back to prime. The hp says the machine has had the same message before. The tsr initiated a swap and the hp will program the machine informed to use manual bags if the message comes back. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The actual device was evaluated and the reported condition of a system error (se) 2330 was confirmed but not duplicated. The root cause of the reported condition was defective ac comp board. The ac comp board was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.